Event description:
It was reported that during a lap chole procedure, the clips were slidding off the vessel due to the clips not forming correctly. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.